Event description:
Manufacturer ref. #: 206753.

Manufacturer narrative:
No service on the ventilator has been requested by the user facility. The ventilator has been returned for clinical use. Additional information from the user facility stated that the medical air supply in the patient room intermittently was delivering a higher o2 concentration. Provided ventilator logs were reviewed and the alarms for high o2 concentration were confirmed. Alarms for high airway pressure were also noted. The technical log does not contain any technical error codes that indicate a ventilator malfunction at the time of the event. The ventilator passed pre-use check prior to the actual ventilation. The root cause of the alarms for high o2 concentration is most likely the o2 inaccuracy in the medical air supply. There was no ventilator malfunction.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer ref. #: (B)(4).